Event description:
(B)(4). Polycystic ovaries, acne, weight gain,.very light periods, wiry hair, facial hair, hormonal issues, loss of oestrogen, raised testosterone, c reactive protein, tiredness, (B)(6) weight gain, stomach pain, hernia; reflux and rashes.